Manufacturer narrative:
Batch review performed on 09 november 2021. Lot 122880: (B)(4) items manufactured and released on 24-oct-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. Clinical evaluation performed by medical affairs director: 7 years after revision tka the patient fels pain at tibial level and requires further revision. On the tibial side, a cementless stabilization stem was implanted in a very complicated situation, with bone screws and cerclage wires and presumably a fractured tibia: we don't know if these multiple fractures were related to the joint surgeries or to traumatic events. However, the complicated tibial condition did hot heal perfectly or at least did not heal allowing good integration of the cementless components. No reason to suspect a faulty device at the origin of this reoperation. Additional item involved in the event, batch review performed on 09 november 2021: gmk-revision 02.07.2403l femur revision ps size3 l (k102437) lot. 124304. Lot 124304: (B)(4) items manufactured and released on 27-dec-2012. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017.

Event description:
Revision surgery 7 years and 2 months after medacta knee implantation for femoral and tibial components loosening.